Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported the wire at the connector of the centrifugal drive motor had insulation exposed. The device was returned for investigation. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.